Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual inspection, it was noted that the splicing loop blue was missing, and the loop was closed when one of the tails of the tightrope was pulled. The needle was attached to the device. Functional testing was not performed due to the missing component of the device. The cause remains error use.

Event description:
It was reported that during a knee surgery the thread tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, (B)(4), 19-apr-2023 further information received with the device. According to the surgeon, the traction thread was missing.